Manufacturer narrative:
The returned device was evaluated and a kink in the exposed end of the soft cannula was observed. It is unclear when the kink occurred. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a kink in the cannula or a failure of the pod to deliver insulin. A hazard alarm, a safety feature not considered a malfunction, sounded indicating an occlusion during run time. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 266mg/dl while wearing the pod on her back for between 4 and 24 hours. Treatment included manual shots. The patient's blood glucose history is as follows: (B)(6). The device was returned for evaluation.